Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device reported a high ventricular threshold. In office manual threshold test was 0.5 volts. An in office ventricular capture management test was performed and had a high threshold. The manual threshold test was performed again with the same result. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.